Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the that the patient was brought into the clinic the same day as a carelink transmission showed that the battery voltage was at elective replacement indicator (eri) for a voltage of 2.62. Upon interrogation with programmer at the clinic the battery voltage was 2.64 (not eri voltage) and there was no eri flag. The patient did not require a replacement procedure. There were no patient complications reported as a result of this event.